Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having a lot of tenderness at the pocket site. It was also noted that the patient was having charging issues and the remote would not communicate with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.